Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high rate non-sustained episode which appeared to be noise. In addition, high sensing integrity counter (sic) and elevated/fluctuating bipolar pacing impedance was observed in the lead trends. The rv lead remains in use. No patient complications have been reported as a result of this event.